Event description:
It was reported that during the use of the device for a non-clinical activity (during sterile processing), the flexible drive cable of the sternal saw seemed weak, like it's falling apart inside. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.